Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich3.2, -10.00/3.0/014 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. Angle closure with elevated iop(64mmhg assessed on (B)(6) 2021) and excessive vault were observed. Addition of new pi, and yag performed on (B)(6) 2021. Lens remains implanted. Cause of the event is reported as device and patient-related factor, lens slightly too large for patient's eye. Patient is highly hyperopic hence smaller eye. Reportedly, lens replacement is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.